Manufacturer narrative:
E1: (B)(6). The device was not returned to olympus for inspection and the reported complaint was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an endoscopic mucosal resection procedure, the inner needle tube of the syringe was not able to unsheathe. The procedure was completed using a similar device. There was no report of patient harm.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.